Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. One osseotite® certain® 2 implant 4 x 10mm (xifoss410) was returned for investigation. Visual evaluation of the as returned product identified signs of usage and dried blood inside drive feature but no apparent malfunction was identified. Dried bone debris on external threads. Product matched print specification where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was type iii (low) bone density. The reported device was located on tooth #30 (universal) and was used for approximately 2 weeks. DHR review for the lot number (2019102437) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (2019102437) was performed for similar events using keyword medical pain and no other similar complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 was removed due to pain. The area was grafted. Patient not returning for implant re-placement.